Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that the current device was not helping their symptoms. Patient the doctor took the old system out, put in an eval then put the new system in on the other side. Patient said since the current system was put in the system had not worked right. Patient said they had met with several manufacturer representatives (rep) who put in a new program. Patient said the doctor did a test with heavy x-rays and they drained the patient's bladder. Patient said stimulation was currently off because it was electrocuting the patient. Patient said the doctor gave them 2 pills to take. Patient services sent doctor listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-03 the patient called back in regards to a letter they received from the manufacturer. The patient mentioned that they went through a trial before the current ins was implanted, and that a different healthcare provider (hcp) implanted the current ins. The patient repeated that the current ins never worked right and they met with a rep many times at their hcp's office. The patient said that went on a for a couple of years, then the hcp made sure nothing was wrong inside the patient's bladder that would be causing the current ins to not work correctly. The patient stated that the current ins was either hurting them or not working, and the hcp told them to turn off the ins if they didn't like the way it was working. The patient turned the ins off per their hcp's advice, and have not turned it back on since. The patient has not followed up with the hcp because they felt dismissed. The patient also had unrelated medical issues to attend to, which included having a fall in december of 2024 which resulted in four brain bleeds and a brain concussion. The patient wasn't sure what they should do about their current ins. The patient was advised to contact a differe nt hcp from the listings that were emailed to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.